Event description:
Stable angina and a positive stress test prompted the index procedure. One endeavor sprint rapid exchange drug eluting stent was implanted in the 1st om of the lca during the index procedure to treat a de novo lesion. One day post index procedure, it was reported that the pt's cardiac enzymes increased slightly and an acute non-stemi non-q-wave mi occurred. Location of infarction was non determinable. It is reported that the event was of mild intensity. No hospitalization or medical intervention was required and the pt recovered without treatment. The investigator reports that the event was not related to the study stent and was possibly related to the study procedure. Less than one month post index procedure, the pt suffered angina and palpitations (both of mild intensity). No hospitalization or medical intervention was required and the pt recovered without treatment. The investigator reports that these events were not related to the study stent and were not related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation: (mi).